Event description:
No additional event information to report at this time.

Manufacturer narrative:
After review of additional information received from contact, it was determined that this is a separate event and will be reported on MFR 0001822565-2023-02114. Therefore, this medwatch can be voided.

Manufacturer narrative:
(B)(4). D10: 802203601 zb 12/14 cocr hd 36mm x -3.5 2996580. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02015. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a revision of a right total hip for a replacement head and scrum revision. The patient was revised due to pain post fracture and plating. The patient had extra bone and the revision was performed to help reduce the pain the patient was experiencing.